Manufacturer narrative:
Report source: article titled "primary pyogenic spondylitis following kyphoplasty: a case report", by markus d. Schofer, stefan lakemeier, christian d. Peterlein, thomas j. Heyse, markus quante. Method - device not returned; followed up with author.

Event description:
It was reported in an article titled "primary pyogenic spondylitis following kyphoplasty: a case report", that: a man underwent a bilateral transpedicular kyphoplasty procedure at level l1 for a recent osteoporotic compression fracture. The patient was discharged pain free and neurologically intact. Six weeks after the initial operation, the patient complained of worsening thoracolumbar back pain requiring hospitalization. On physical examination, incomplete sensory paraplegia below the l1 dermatome was present without motor impairment. Plain radiographs demonstrated destruction and subtotal resorption of the l1 vertebra, with the cement filling displaced and exposed. MRI revealed l1 spondylitis with a right-sided psoas abscess and compression of the lumbar spinal cord. These findings were consistent with a diagnosis of pyogenic spondylitis of the l1 vertebra after kyphoplasty. The patient underwent CT-guided aspiration and drainage of the psoas abcess. The patient's symptoms progressed to leg paresis. The patient underwent re-exploration with dorsal spinal decompression, t12/l1 laminectomy and t11-l4 fusion using transpedicular fixation with a dural rod system. In a second procedure on postoperative day 10, ventral transphrenic bisegmental spondylodesis was performed. At discharge, the patient was pain free and completely ambulatory without assistance. After 24 months, he had no complaints, neurologic deficit or signs of infection. It is unknown if hv-r bone cement was used during this case. No further information was provided.